Manufacturer narrative:
(B)(4). No product has been returned. Device history record (DHR) was reviewed and no discrepancies were found. However, a CAPA had previously been initiated in order to avoid the recurrence of the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during the surgery, it was noticed that the bag for inner sterile sachet containing powder is damaged on the product. The surgery did not extend. The surgery was completed with another cement. There was no harm or injury to patient or operator.

Event description:
It has been reported that during the surgery, it was noticed that the bag for inner sterile sachet containing powder is damaged on the product. The surgery did not extend. The surgery was completed with another cement. There was no harm or injury to patient or operator.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.